Event description:
An end user reported both transfer benches received broke. 1st leg snapped off, 2nd broke off at the top of leg. Consumer weight is (B)(6). In speaking with the reporter, it was learned the device has been in use since (B)(6) 2012. Device will be repaired or replaced per reporter. No injury.